Manufacturer narrative:
The device is not available for evaluation. A lot number was provided. A device history lot review is pending. Additional reporter: (B)(6) .

Event description:
The event involved a 2 gang 1o2¿ manifold with check valve, rotating luer,appx 0.83ml where it was reported the staff found that the wantong valve was leaking, affecting the use effect. There is no information about the patient, the infusion, the procedure, etc., except what is written in the report. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation summary no product samples, pictures, or videos were received for investigation. The complaint can be confirmed due to a lot history review. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The DHR was reviewed and the lot was found to fall under the scope of CAPA-0008861.